Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse probe single had significant number of scratches to the probe and the images on the screen appeared to be small speck of shavings that came off the disposable prob. The issue occurred during a therapeutic percutaneous nephrolithotripsy and was completed with an olympus back up device. There were no reports of patient harm.